Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a battery failed alarm and keypad anomaly. Troubleshooting for battery failed alarm was performed and found no damage or corrosion to the battery compartment. Customer was advised to use new battery and reset the pump but ump was not turning off. Customer stated that buttons are unresponsive. Customer stated that back button, up button and down button are not responding. Customer states that block mode was inactive and pump was not dropped or bumped. Customer was unable clear the alarms. Customer stated that all buttons are not responding. Customer stated bolus menu is available and they are not seeing 0.0 when attempting to program basal but the button was not unresponsive during an easy bolus attempt. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.